Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The distributor alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the pump¿s black box history showed that multiple cs 88 and cs 087 call service alarms were recorded. The returned battery and cartridge caps were used to complete all testing. During testing, the pump powered on with a continuous pulsing vibration. A cs 088 call service alarm occurred during a 24 hour duration test. The pump case was removed and moisture corrosion was found on components of the printed circuit board. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.